Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387-40, lot# v001236, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3387-40, lot# j0337370v, implanted: (B)(6) 2006, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from the patient that reported from 2006 through 2012 the patient fell several times each year due to dystonia issues which caused balance and coordination issues. She had not fallen in 3 years as the deep brain stimulator (dbs) had been effective in controlling this now. During her falls she had broken bones. They did not remember the exact dates of each fall, only the timeline in which these falls started and stopped occurring. The patient was implanted for dystonia and movement disorders. Further follow-up is being conducted to determine what the cause of the falls was. If additional information is received, a follow-up report will be submitted. Please see manufacturer report #3004209178-2015-17179 for information on the patient's concomitant system.